Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and reported failure was confirmed. The instrument was found to have the conductor wire insulation damaged. A piece of the insulation measuring approximately 0.013" x 0.055" was missing. As a result, the conductor wires were exposed. The missing piece was not returned. The instrument passed an electrical continuity test. The root cause is attributed to component failure. An additional finding not reported by site: 1. The instrument was found to have a broken bipolar yaw pulley. A broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.018¿ x 0.030¿. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the insulation from the fenestrated bipolar forceps instrument wire was damaged at the front of the tip. There was no report of patient involvement.